Manufacturer narrative:
This device was received and is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available. A review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure, a portion of the locking cap on the burr hole cover broke off when the physician attempted to close the door. The burr hole cover was replaced, allowing the procedure to be completed successfully and the patient was doing well postoperatively. It was later confirmed that the lead stylet had not been removed before the slider was locked in place.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure, a portion of the locking cap on the burr hole cover broke off when the physician attempted to close the door. The burr hole cover was replaced, allowing the procedure to be completed successfully and the patient was doing well postoperatively. It was later confirmed that the lead stylet had not been removed before the slider was locked in place.